Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b3 b5 d6a.

Event description:
Patient further reported baker grade IV for the capsular contracture and fatigue which was deemed not device related. Treatment was reported as anti-inflammatory medication.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, h6.

Event description:
Patient reported left side "severe pain, inflammation, redness, warmth and swelling in left breast, which is hard and asymmetrical ", "fluid", folds, "pain, fatigue (not device related), and misshapen", and capsular contracture baker grade IV. Patient representative reported recall, folding. Treatment: anti-inflammatory medication. Device has been explanted

Event description:
The device has been explanted.

Event description:
Patient reported left side "severe pain, inflammation, redness, warmth and swelling in left breast, which is hard and asymmetrical ", "fluid", folds, and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, and seroma.